Event description:
It was reported by the patient that she developed left vocal cord paralysis following implant. The patient has since undergone surgery with an ent and had collagen injected due to choking. The patient reported that she is doing much better now and indicated that she was scheduled to follow up with her physician to have the device settings increased. Attempts for additional information have been unsuccessful to date.